Manufacturer narrative:
D10: product received on: 26sep2019. Investigation/evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complaint device was returned in an undamaged condition. Visual inspection confirmed biological matter was present throughout the device. The flare was seated securely within the cap per a tug and twist test. A leak test was performed and the device did not leak. The gap distance between the cap and hub was measured to be within specification. The hub was cracked while trying to separate it from the cap, but the cap was not damaged. Relevant dimensions such as catheter outer diameter and connector cap inner diameter were measured within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record showed related nonconformances, but all nonconforming product was scrapped and quality control procedures were performed on all devices in the lot. A database search revealed no other complaints under this lot number at the time of this investigation. The product¿s design history file shows evidence of validations in place to meet design requirements related to this failure mode. Compiling this information, nonconforming product is not suspected in house or in the field. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a female patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a percutaneous transhepatic cholangiography drainage procedure. After placement of the device, the physician "found no pressure." The operator then injected saline and noticed the device was leaking at "the point near the mac-loc." The device was replaced with a similar device to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.